Manufacturer narrative:
On (B)(6) 2023, the distributor reported that the customer had received power source alerts.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose was 133 (mg/dl). Further information regarding the customer or event was not provided.